Event description:
Adverse event(s): "surgical delay of 1 hour" (no code available). Product problem(s): "system message displayed" (device displays error message). A facility reported that a system message was displayed during the purge sequence. All the functions related with the fluidic module switched off. Although the customer reset the equipment, the system message persisted and the surgery had to be completed with a different system. The patient had already received general anesthesia and there was a delay of about 1 hour.

Manufacturer narrative:
A sample has been received and in-house testing is in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).